Event description:
The manufacturer received information alleging the flow sensor failed and the device was alarming. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging the flow sensor failed and the device was alarming. There was no patient harm or injury reported. The device was evaluated by the durable medical equipment representative and the customer's complaint was duplicated. The flow sensor was found to be contaminated with water. The sensor was dried to address the issue.

Manufacturer narrative:
The manufacturer previously reported received information alleging the flow sensor failed and the device was alarming. There was no patient harm or injury reported. The device was evaluated by the durable medical equipment representative and the customer's complaint was duplicated. The flow sensor was found to be contaminated with water. The sensor was dried to address the issue. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.